Manufacturer narrative:
The evaluation summary is as follows: explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.